Event description:
It was reported that this patient received an appropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) device. The physician contacted technical service (ts) with general questions regarding programming. Ts reviewed device data and noted myopotential noise. Ts confirmed normal device function. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this sicd device delivered an inappropriate shock due to oversensing of noise. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.